Manufacturer narrative:
Reason for reoperation: ¿suspected/actual deflation". No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported ¿suspected/actual deflation via nbir "this record is for the left side. Device was explanted.